Manufacturer narrative:
Results: the embolization coil was undamaged and detached from its pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil. Conclusions: evaluation of the returned pod6 confirmed a detached embolization coil. The embolization coil was intact and undamaged. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the unintentional detachment. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils, a pod packing coil (pod pc), a non-penumbra catheter and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern through the non-penumbra catheter into the target vessel. After advancing approximately two thirds of a pod coil through the lantern, the pusher assembly of the pod coil kinked and the physician experienced resistance. Subsequently, the pod coil would not advance further and was, therefore, removed. Upon removal the physician noticed that the pod coil had unintentionally detached inside the lantern and was no longer attached to the pusher assembly. Therefore, the lantern was removed and flushed to remove the pod coil. The procedure was completed using another pod coil, a pod pc and the same lantern. There was no report of an adverse effect to the patient.